Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while suturing a femoral artery, the needle broke and fell into the patient's artery and it could not be found.